Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating during testing, it was confirmed that there was an error code 1124 battery failure¿ message (diagnostic code 1124) was observed. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) has assessed the device and validated the reported issue, identifying the battery required replacement but was not replaced per customer request. No repairs were completed by the authorized service provider as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications. Customer declined repair.

Manufacturer narrative:
(B)(6).